Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Legal case.

Event description:
It was reported by the patient's attorney through the filing of a lawsuit that allegedly the patient was implanted with an accolade hip stem and v40 femoral head on (B)(6) 2009. It is further alleged that after implantation of the device, the patient began experiencing discomfort in the area of the device. Diagnostic workup revealed the presence of markedly increased levels of metal ions in the patients blood and or urine. The patient was then revised on an unknown date.